Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing and inner lumen approximately 76.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing at the kinked location of 76.5cm. The penetration found in the catheter tubing appears to have been caused by a kink flexing back and forth that eventually penetrated the tubing causing the reported problems. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a frequent leak in iab circuit alarm occurred. It was noted that this happened hours after the patient walked with a femoral iab per their hospital¿s policy. They took an x-ray, and it showed the balloon was very low. The provider repositioned the iab and verified placement with a second x-ray. They also stated using the iab fill key and restarting the pump would allow the pump to start and pump for a few minutes before alarming again. The getinge representative had the customer confirm there was not blood or discoloration in the helium tubing, even though she had stated she had checked multiple times. The getinge representative also reviewed screen shots of the waveforms. They had a lengthy conversation regarding what could be going on with the patient. The getinge representative suggested a follow up x-ray to verify that the catheter tip was in optimal position between the second and third intercostal space. They also advised the customer to decrease the augmentation level by 1-2 to see if it would help the problem. The getinge representative explained that they needed to continue to monitor the helium tubing for the presence of discoloration or blood. The getinge representative followed up on the morning of july 11th, 2024 and was informed that the iab ¿stopped filling¿ so the provider elected to remove the iab. The dayshift nurse did not have details regarding the explant. This occurred while in use. On july 12th, the getinge representative was able to get in contact with the nurse on shift when the iab was removed. It was stated the pump had an autofill failure and they could not get the pump to restart so the iab was explanted and saved for product surveillance. There was no patient harm or adverse event reported.